Event description:
It was reported that the pt had an underdose. The pt went to the hospital for altered mental status and elevated blood pressure. The drug in the pump at the time of the event not known. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).